Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
It was further reported that the product fault did not occur during patient use. There was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device gave error code 41622; this type of error indicates a problem with the device motor. The device motor was replaced to address this issue.

Event description:
It was reported the device gave an alarm with error code 41622.